Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 4.00mm x 15mm nc emerge® balloon catheter was advanced for dilatation; however, the balloon ruptured. Despite this, the procedure was completed with the device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded. The tip is damaged. There are numerous shaft kinks. Microscopic examination revealed that the balloon has a 16mm longitudinal tear starting at the proximal balloon cone. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 4.00mm x 15mm nc emerge® balloon catheter was advanced for dilatation; however, the balloon ruptured. Despite this, the procedure was completed with the device. No patient complications were reported and the patient's status was good.